Event description:
This spontaneous case report was received on 09-apr-2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5035337, received at FDA on 26-mar-2014). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced chronic and persistent pelvic pain, hemorrhaging with menstrual cycles, hair loss, swelling of the abdomen, severe hip and lower back pain, headaches, vision changes, terrible persistent heartburn, recurring yeast and bladder infections, kidney problems, serious weight gain, moodiness, irritability, depression requiring daily medication, loss of libido, and painful intercourse. On FDA form reported report type was "injury," outcome of events was 'disability or permanent damage' no information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2010, the consumer had essure (fallopian tube occlusion insert), lot number 20222098, implanted. Consumer reported since being implanted she has had chronic and persistent pelvic pain, hemorrhaging with menstrual cycles, hair loss, swelling of the abdomen, severe hip and lower back pain, headaches, vision changes, terrible persistent heartburn, recurring yeast and bladder infections, kidney problems, serious weight gain, moodiness, irritability, depression requiring daily medication, loss of libido, and painful intercourse. No further details were reported. Consumer did not assess device-event relationship. Follow-up information received on 29-aug-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0971). The consumer had essure implanted in 2010. Since then, she has been plagued with debilitating pain in her back, hips, knees, neck and shoulders. She lost an enormous amount of hair in this time also and was extremely depressed, anxious and just plain moody. She had the worst menstrual cycles of her life, most of the time passing clots as large as ping pong balls. She was unable to participate in her children's dairy life due to her pain and medications she had been on and was unable to go to work even. At the age or (B)(6), after suffering for 5 years, she had hysterectomy to remove essure. Unfortunately some or the damage will never be undone. Case upgraded to incident. Ptc investigation result was received on 21-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Lot 20222098 is not a valid lot number final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had hemorrhage with menstrual cycle (passing clots as large as ping pong balls) and pelvic pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy to remove essure. These events are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer stated the events started since essure insertion and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.